Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a possible inappropriate shock, possibly due to supraventricular tachycardia (svt) with rapid ventricular response (rvr). Technical services (ts) was contacted by the field representative, and ts discussed the extremely fast rhythm and programming options. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: device codes. Updated to remove a1301: failure to read input signal.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a possible inappropriate shock, possibly due to supraventricular tachycardia (svt) with rapid ventricular response (rvr). Technical services (ts) was contacted by the field representative, and ts discussed the extremely fast rhythm and programming options. The s-ICD system remains in service. No adverse patient effects were reported.